Event description:
Adverse event occurred outside us, in denmark. Patient with spinal cord injury. The patient has been using navina smart since 2018. Patient has reported that the rectal catheters bursted in rectum on two occasions. The balloon was inflated to a 5 (largest size). She has not experienced any bleeding, however on one occasion the balloon burst caused her some pain. The patient has not communicated an exact date for the event, stated it was approximately three weeks before she contacted us. The patient did not seek any medical attention and the faulty products have been discarded.

Manufacturer narrative:
The lot mention 3 non-conformities. One of these concern the primary package and would not have affected the likelihood of balloons bursting. The other two non-conformities are related to the balloon material, but the two lots mentioned in the complaint are only included in extra controls and not directly linked to the problems behind the ncs. There are two open capas on issues related on the balloon material. One concerns particles in the balloon material. Status: implementation. Action: change material and agree on changed routines with suppliers to find particles in an earlier stage in the process. The second involves folding/tearing after mounting and welding the tube on navina bases (mostly on regular). Status: effectiveness check. Action: there is some uncertainty around the root cause, but a number of improvements have been made. There is no other complaints on this lot. Review of batch documentation did not lead to any clear conclusion; therefore, no root cause could be established. The devices that burst have been discarded. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Adverse event occurred outside us, in (B)(6). Patient with spinal cord injury. The patient has been using navina smart since 2018. Patient has reported that the rectal catheters bursted in rectum on two occasions. The balloon was inflated to a 5 (largest size). She has not experienced any bleeding, however on one occasion the balloon burst caused her some pain. The patient has not communicated an exact date for the event, stated it was approximately three weeks before she contacted us. The patient did not seek any medical attention and the faulty products have been discarded. The patient has recovered well and using the products as before.

Manufacturer narrative:
The lot mention 3 non-conformities. One of these concern the primary package and would not have affected the likelihood of balloons bursting. The other two non-conformities are related to the balloon material, but the two lots mentioned in the complaint are only included in extra controls and not directly linked to the problems behind the ncs. There are two open capas on issues related on the balloon material. One concerns particles in the balloon material. Status: implementation. Action: change material and agree on changed routines with suppliers to find particles in an earlier stage in the process. The second involves folding/tearing after mounting and welding the tube on navina bases (mostly on regular). Status: effectiveness check. Action: there is some uncertainty around the root cause, but a number of improvements have been made. There is no other complaints on this lot. Review of batch documentation did not lead to any clear conclusion, therefor no root cause could be established. The devices that burst have been discarded. Manufacturer received 2 unused products from the same lot from the user. Samples received meets specification visually and testing was also performed on "rectal catheter balloon inflation measurements", the results where within specification.